Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from the patient's operative eye due to a myopic surprise. Another johnson & johnson lens, model dcb00 18.0 diopter was implanted as a replacement. The customer stated that no further information regarding the complaint is available.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.